Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD, implanted: (B)(6) 2014, 429878 lead, implanted: (B)(6) 2014. Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 14.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) was explanted and replaced due to medical judgement. Data collected from the device was received and analyzed that indicated that the lead had rising pacing impedance. No patient complications have been reported as a result of this event.